Event description:
Information was received indicating that this cadd administration set exhibited leaking while in use with the patient. It was reported that the patient had called in the morning to report leaking. It was reported that the patient arrived at cancer center to have pump disconnected. The patient arrived ambulating. The pump was turned off by the patient when it alarmed for 5 fu infusion completed. During examination, it was found that the label on the cassette was damp and smudged. The black bag that holds the pump and cassettes had a dry white powder film on it. The pump displayed that 7mls was left in the pump. The pump was disconnected. During the cassette examination at the cancer center, no punctures or cracks were observed. The bag and the cassette were disposed in the chemo waste. No adverse effects reported.